Manufacturer narrative:
Zimvie complaint cmp- (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient complained about pain and numbness while treating with the bone healing system device. The patient stated that he has pain in the left foot within an hour of using the device. The patient stated that it is very painful, with a pain level of 5 or 6 out of 10. The patient stated that the pain is below the skin. The patient called the doctor and has an appointment scheduled for tomorrow. The patient stated that he has not increased his daily activity. The doctor provided a script to switch the patient's form of treatment from a bone healing system to an orthopak assembly. This is considered medical intervention. The bone healing system device and sflx xl coilette will be returned by the patient.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type, h6: device code additional information - d9, g3, h4: device manufacture date, h6: impact code, method, results, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient complained about pain and numbness while treating with the bone healing system device. The patient stated that he has pain in the left foot within an hour of using the device. The patient stated that it is very painful, with a pain level of 5 or 6 out of 10. The patient stated that the pain is below the skin. The patient called the doctor and has an appointment scheduled for tomorrow. The patient stated that he has not increased his daily activity. The doctor provided a script to switch the patient's form of treatment from a bone healing system to an orthopak assembly. This is considered medical intervention. The bone healing system device and sflx xl coilette will be returned by the patient.